Event description:
Voluntary medwatch received states that the patient was presented in the hospital and the patient's lead was re-positioned. The lead helix was firmly screwed in, then unscrewed and repositioned. The lead is still in service. No additional adverse patient effect was reported.